Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on field service evaluation, the fse verified the present of 32097 error and confirmed the customer reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer and that the usm unit was received for evaluation. However, the failure analysis to confirm/identify any reportable failure mode(s) has not yet been completed as of the date of this report. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was in an unacceptable condition after the start of the procedure. Complaint investigation also confirmed that the field service engineer (fse) replaced the usm to resolve the reported issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure that the system kept getting a 32097 recoverable fault. The surgeon recovered and continued to operate. The system logs showed error 32097 against arm 1. The procedure was otherwise completed with no reports of patient injury. Intuitive surgical, inc. (Isi) has reached out to the reporter to obtain additional patient/event information but has not yet received a response as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported failure (recoverable error 32097) was confirmed and replicated. The usm was tested on an in house system and failed normal mode as it triggered errors 32096 and 32097. The system logged errors of 32096, 32097 and 31226 ac_1e point to rolling loop. The usm was tested on a psc fixture test platform (pftp) and failed sine cycle (errors 32096, 32097 and 31226). Failure analysis determined the rolling loop fiber was bad. The usm was tested on a pftp using a gold rolling loop fiber and it passed all required tests.

Event description:
Refer to h10/h11 for follow-up information.